Manufacturer narrative:
Follow up with the customer confirmed that the facility biomed repaired the device and it was returned to service for use. However, the biomed did not have any specific details on what resolved the device failure. The device or removed parts, if any, were not returned to physio-control for analysis. Hence, a conclusive cause of the reported failure could not be determined.

Event description:
It was reported that the device had a white screen and the service light was illuminated. The device was locked up and unable to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and recommended replacing either the system pcb or user interface pcb assemblies to resolve the problem. Follow up with the customer regarding the device repair status were unsuccessful. The device was not returned to physio-control for analysis/repair. Hence, a conclusive cause of the reported event could not be determined.